Event description:
Mahurkar acute dual lumen 10f 15cm hd catheter (ref 8817145005) broke at the junction of the tubing and the blue port just above the clamp. Blood started leaking while catheter was in use, catheter removed, and child put under general anesthesia to have permcath placed. FDA safety report ID # (B)(4).